Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was admitted to the hospital for low blood glucose of 25 mg/dl. The customer does not remember any significant events that may have led to the low blood glucose. The customer states that he went to bed and woke up with the emt. The customer was admitted to (B)(6) and the phone number of the facility is: (B)(6). The customer stated that the insulin pump he was using nearly killed him twice and no longer wishes to use it. No further information was provided.